Event description:
It was reported that device showed continuous glucose monitor error 42 while customer used g7 sensor. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received full pump reset instructions, completed pump reset with guidance, and error did not appear again after reset.